Manufacturer narrative:
Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in the mitral position. During the procedure, the patient had a conduction disturbance. The patient had mixed mitral regurgitation. After crossing the mitral valve with the ace device, the patient developed asystole and had to be reanimated for a short period of time. An internal temporary pacemaker was placed, and the procedure was finished with a good outcome. The patient was in a stable condition after the procedure, and no further actions were taken. The patient was discharged from the hospital without implantation of a permanent pacemaker.